Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A local distributor in (B)(4) originally reported an unknown number of a hospitals were not testing their cidex® opa solution for the minimum effective concentration (mec) prior to use with cidex ® opa test strips. The distributor reported they do not do so because the cidex® opa test strips are too expensive. They do, however, report the solution is being discarded after 14 days and believe this is sufficient. After further follow-up, it was determined there were a total of 20 hospitals not following the IFU and not testing the cidex® opa solution prior to use. An additional 19 complaint files were opened for each hospital. This complaint is being opened for hospital #15. There are no known injuries or infections reported. The cidex® opa solution instructions for use (IFU) states that cidex® opa test strips should be used prior to each use to test for the mec. It states, ¿do not rely solely on days in use. Concentration of this product during its reuse life must be verified by the cidex® opa solution test strip prior to each use to determine that the concentration of ortho-phthalaldehyde is above the mec of 0.3%. The product must be discarded after 14 days, even if the cidex opa solution test strip indicates a concentration above the mec.¿ asp has determined that in this situation, high level disinfection cannot be assured. Therefore, asp has decided to report all incidents as a matter of policy. (I would keep this the same as the original report). Please reference the following asp complaint numbers/MDR numbers filed for each facility: 1. Pc-000008230 (MDR # 2084725-2017-00520). 2. Pc-000045488 (MDR # 2084725-2017-00614). 3. Pc-000045501 (MDR # 2084725-2017-00615). 4. Pc-000045511 (MDR # 2084725-2017-00616). 5. Pc-000045513 (MDR # 2084725-2017-00617). 6. Pc-000045518 (MDR # 2084725-2017-00618). 7. Pc-000045520 (MDR # 2084725-2017-00619). 8. Pc-000045523 (MDR # 2084725-2017-00620). 9. Pc-000045529 (MDR # 2084725-2017-00621). 10. Pc-000045534 (MDR # 2084725-2017-00622). 11. Pc-000045538 (MDR # 2084725-2017-00623). 12. Pc-000045543 (MDR # 2084725-2017-00624). 13. Pc-000045546 (MDR # 2084725-2017-00625). 14. Pc-000045551 (MDR # 2084725-2017-00626). 15. Pc-000045553 (MDR # 2084725-2017-00627). 16. Pc-000045555 (MDR # 2084725-2017-00628). 17. Pc-000045559 (MDR # 2084725-2017-00629). 18. Pc-000045562 (MDR # 2084725-2017-00630). 19. Pc-000045569 (MDR # 2084725-2017-00631). 20. Pc-000045573 (MDR # 2084725-2017-00632).

Manufacturer narrative:
(B)(6). Asp investigation summary: the investigation included a review of the device history record, complaint trending by lot number, system risk analysis (sra) and supplier evaluation. The device history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not available for return and evaluation. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The assignable cause of the issue is due to user error. The customer was not following the cidex® opa solution instructions for use (IFU) and was not testing the solution prior to use for the minimum effective concentration (mec). A customer letter was sent regarding the proper use of cidex® opa solution. Customer re-training was not performed as the customer indicated they are not willing to use the test strips, and therefore, the distributor is no longer selling the product to the customer. The issue has been resolved at the customer site. The issue will continue to be tracked and trended.